Event description:
This is a spontaneous report by a physician from (B)(6) regarding bacterial peritonitis in a male homechoice peritoneal dialysis (pd) patient. On an unreported date in 2010, the patient experienced bacterial peritonitis and was hospitalized. On an unreported date, the patient was discharged. On (B)(6) 2010, the patient developed bacterial peritonitis and was hospitalized on that same date. The physician stated the bacterial peritonitis on (B)(6) 2010 was due to the same unspecified bacteria that caused the previous peritonitis and was an exacerbation. The patient was treated with unspecified antibiotics. The event had not resolved at the time of this report. The reporter believed the bacterial peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.